Event description:
Assisting the neuroform stent coiling case in the right ica (internal carotid artery). During the neuroform stent coiling case, it was reported that a hyperglide balloon was used on the neuroform stent to achieve full wall apposition. Upon pulling back on the catheter, the balloon was sheared off the catheter and it was retrieved from the patient with a loop snare.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).